Event description:
It was reported that a female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral rupturing of her breast implants. As a result, the patient underwent bilateral removal and replacement with undisclosed mentor gel breast implants on (B)(6) 2022. The date of implantation was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-12907 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2022, the mentor analysis lab received the suspect medical device for evaluation. With the retuned device, the lot number was provided. However, a side indication for this lot was not provided. As such, this device will be referred to as device a. Lot: 6627107. On november 09, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).